Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient¿s device had not been working for a couple of days, and they started peeing a lot. It was also reported that they got a uti two days ago, (B)(6) 2017. They noted that they were not feeling stimulation, but they had never felt stimulation, and they still had stitches. It was recommended that they follow up with their healthcare provider, but they said they would call back if it got worse, because they weren¿t scheduled to see their healthcare provider for 3 months. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.